Event description:
On (B)(6) 2018, the reporter user contacted lifescan (lfs) (B)(4), alleging that his son¿s onetouch ultra mini meter was reading inaccurately high compared to her feelings/normal results, and in comparison, to another meter. The complaint was classified based on customer service representative (csr) documentation. The reporter stated that the meter issue began on (B)(6) 2018, alleging that the patient obtained inaccurately high blood glucose results of ¿287 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter stated that after the above result the tested again and obtained ¿89 mg/dl¿ on the subject meter, and ¿47 mg/dl¿ on another meter, performed within 30 minutes of each other. The reporter stated that his son manages his diabetes using insulin (no adjustments), and he made no changes to his normal diabetes management in response to the alleged issue. The reporter stated that the day after the issue began, her son developed symptoms of ¿cold, drowsy and sweaty body¿. In response to the symptoms the reporter took the patient to hospital and was informed that the patient had a ¿very low glycemic level¿. The patient had his normal insulin increased to 6 units in the morning and 2 units in the evening. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and the test strips had been stored correctly and were not passed their expiry date. Csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms that may have been a serious injury adverse event, while using the product, and the alleged meter issue could not be ruled out as a cause or contributor to the event.